Event description:
It was reported that the bottom center area of seat back was cracked. It was also reported that both tracks had cuts through them. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.